Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to fracture, non-function, and noise on the lead. A right atrial (ra) lead was present in the patient as well, but was not targeted for extraction. The traction platform used for the rv lead is unk. During use of a spectranetics 14f glidelight laser sheath, there was evidence of patient injury. Rescue efforts began, including rescue balloon and sternotomy. A large superior vena cava (svc) perforation was discovered. Due to the significant size of the perforation, the rescue balloon was unable to completely occlude the perforation, and upon opening the chest, the balloon was found hanging outside the vessel. However, the repair was completed and the patient survived, subsequently being discharged from the hospital with a new pacing device. This report captures the 14f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2): patient's date of birth, age unk. A3b): patient's gender unk. D4): device lot number, expiration date, serial number unk. Partial UDI populated. H3): the device was discarded, thus no investigation could be completed. H4): device manufacture date unk because lot number unk. H6): great vessel perforation is a known risk of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
D4): correction: removing primary di number from UDI# field. The lot number was not provided, thus an entire UDI# is unavailable. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.".